Manufacturer narrative:
(B)(4). Initial medwatch report date was 04/18/2017, correct date should have been 04/19/2017. Device not returning. (B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted using a proglide device with a 8fr sheath after an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the proglide needle plunger was pulled out, the suture was not present. The sutures from another proglide device were successfully placed. The sheath was upsized to 16fr. The aaa procedure was completed and hemostasis was achieved with the second proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.